Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that the tip of the 90-s probe broke off in the pt during a procedure. The tip was successfully recovered and the pt was not harmed. The surgery was completed successfully with another 90-s probe.